Event description:
In 2004, the pt reportedly was seen at the center for programming adjustments. In 2004, the pt was seen by a company rep for device eval. Testing performed confirmed out of range electrode impedances on several electrodes. The pt's parent observed a subtle performance decrease for several months. Surgery was scheduled to explant the pt's c1 device.